Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that right master tool manipulator (mtmr) had error 23008 and was not working. The logs showed multiple errors prior to starting the case and then the mtmr being disabled. The customer did a hard power cycle with no change. The customer was changing out the surgeon side console (ssc) with one from a different system. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm was returned for failure analysis, and the reported problem was confirmed but not replicated. In logs, the 23013 error and 23008 error were found indicating axis 1 motor, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a surgeon console fixture test platform (sftp) and passed all relevant testing within specification. As a result of this investigation, failure analysis was unable to identify the root cause. The axis 1 motor was consistent with the reported event and was a potential root cause.